Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image guide snake tube coating was peeling. The root cause of the coating peeling could not be determined, however, it is likely that the coating was peeled off due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to a pinhole in the bending section cover, water tightness was lost. In addition to the connecting tube having coating peeling (1mm2 or more), the adhesive on the bending section cover had a chip, the connecting tube had a wrinkle; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the connecting tube had a dent and was buckling, the universal cord had a scratch, and the indication on the endoscope connector was not correct. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an air leak while using the evis lucera bronchovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and image guide snake tube coating was found to be peeling (1mm2 or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.